Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote monitoring system issued an alert for a high out of range left ventricular (lv) pacing impedance measurement. The clinician noted that sensing and threshold measurements were within normal limits. The patient has a follow up visit scheduled in a few months. At this time the lv lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects were reported.